Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level went up to 436 mg/dl. The customer took 4 units to treat the high blood glucose. Troubleshooting was not performed. The device will not be returned for analysis.